Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the worsening of heart failure resulted in leg edema and increased diuretic dose was required. Symptoms and signs included peripheral edema. A right heart catheterization was performed.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Section d5: operator of device corrected. Section d6a: date of implant corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists right heart failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was hospitalized on (B)(6) 2024 and was discharged on (B)(6) 2024.